Manufacturer narrative:
(B)(4). On (B)(6) 2012, the following information was obtained during a phone conversation with the nurse. In 2012, the patient had 2 hospitalizations for peritonitis (causative organism : unknown). Treatment during each of the 2 hospitalizations was unknown. Upon discharge from each of the 2 hospitalizations, the patient received oral antibiotics. The peritonitis "never completely resolved." On (B)(6) 2012, the patient was hospitalized a third time for peritonitis (causative organism : acinetobacter baumannii).treatment during the hospital stay was unknown. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, cephalexin 500mg orally twice daily and cipro 250mg orally once daily were started. On (B)(6) 2012, apd was stopped due to patient "could not handle the volume" of the exchanges on the cycler due to abdominal discomfort (onset date unknown). On (B)(6) 2012, the patient switched to capd. On (B)(6) 2012, gentamycin 80 mg ip daily was started and was ongoing. Cause of the peritonitis was unknown. Patient received retraining. In (B)(6) 2012, the peritonitis and abdominal discomfort were resolving. Pd was ongoing. All events were not related to dianeal solutions or to any baxter device or disposable part. Batch review: a batch review was conducted for potentially associated lot numbers: h11k29095 and h12c30049. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of a patient coincident with dianeal pd4 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies. During a call with baxter technical services regarding a service alarm on the homechoice device (hc) the patient reported the following information. On an unreported date, the patient had an infection in his stomach and lost some weight. The program was being changed and the patient was doing manuals. Information was received from a nurse that on an unreported date in (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis previously reported as stomach infection. Treatment was not reported.

Manufacturer narrative:
(B)(4). Further information was received from the nurse.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.